Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent lysis of adhesions on (B)(6) 2012. It was reported that the patient experienced pain in the umbilicus and swelling. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on(B)(6) 2012.